Event description:
The pt received her scs system on (B)(6) 2010. On (B)(6) 2010, it was reported that the ipg would not communicate with the charging system or ipg. The pt has weak stimulation currently. The pt has had significant weight loss in the last few weeks. A replacement charger was sent to the pt but did not resolve the issue. The pt plans on getting the ipg replaced. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.